Manufacturer narrative:
On july 10, 2025, the mentor failure analysis lab received the device for evaluation. On july 17, 2025, device evaluation was completed as follows: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The contralateral device was also received (lot number 5697696). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, and breast implant deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old hispanic female patient underwent primary breast augmentation with 300cc mentor smooth round moderate profile and experienced capsular contracture; baker grade IV, and breast implant deflation on her right side postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the patient underwent removal only surgery on (B)(6) 2025. It was reported that the patient's symptoms improved after the surgery.

Manufacturer narrative:
On july 25, 2025, mentor became aware that the patient experienced right side capsular contracture; baker grade IV, and deflation was deflation was found on the left side. Hence, device problem code under field h6 has been updated to "adverse event without identified device or use problem" on this form. Device received will be re-evaluated and once completed, supplement report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. This supplemental medwatch report is for the patient¿s right-sided device. Left side deflation is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 8, 2025, device re-evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).